Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative was in the operating room on the day of the report to replace the leads with an MRI lead based on patient election to become MRI eligible. In the process, the scrub tech submerged the existing implantable neurostimulator in antibiotic solution, and the health care professional opted to place a new implantable neurostimulator instead. There were no patient symptoms or complications reported.